Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; both output connectors were broken. It was also found that the hanger assembly was broken, the keypad was scratched, and the hanger screw was contaminated. Additionally, the liquid crystal display (lcd) wires were both pinched, but not compromised. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the venous input on the external pulse generator (epg) was chipped. The epg was returned for repair, testing, and calibration. No patient complications have been reported as a result of this event.